Event description:
It was reported during the procedure to replace the pt's ipg for expected end of life, a percutaneous scs lead was added. F/u info revealed the pt's stimulation from the surgical led was no longer covering his back pain as originally intended. The surgical lead remains implanted and functioning. The st. Jude medical rep present for the procedure is no longer working for the company; therefore, no further info is available regarding this event.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.